Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition . Ref : e-complaint: (B)(4).

Event description:
Per report received from rep- suture passer broke during surgery. Ref: e-complaint: (B)(4).

Manufacturer narrative:
Investigation. Initiated manufacturer's investigation. Review DHR. Inspect returned samples. Distribution history the complaint product was manufactured at csi on 12/17/2019 under work order 2532503. Manufacturing record review dhr20dsp was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed this to be the only reported event. Product receipt the complaint product has been returned to coopersurgical and reported event confirmed. Visual evaluation of the complaint product was performed and confirmed the reported event. The returned device was in pieces and not usable. Functional evaluation of the complaint product was performed and confirmed the reported event. The returned device was in pieces and not usable. Root cause definitive root cause is indeterminable as the manner of actual use of the device was not confirmable. Corrective actions corrective action is not applicable at this time, the manufacturing process was evaluated, and no potential steps of the process were identified as potential root cause. Both product complaints and manufacturing process will be monitored for any potential trend. Will monitor for potential trend. Was the complaint confirmed? Yes.

Event description:
Report stated: "suture passer broke during surgery". 1216677-2020-00057-1 cti-512n c-t closesure 5 box e-complaint-(B)(4).